Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to conduction failure caused by the invaded moisture from the leaking area. The event can be prevented by following the instructions for use which state: important information - please read before use precautions: caution turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, their evis exera iii bronchovidescope had the following reportable event; no image. There was no report of patient involvement, harm, procedural delay, or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation, and during inspection and testing, the allegation was not reproduced; however, there is a chance that the scope communication errors could have occurred. In addition to the reportable findings documented in b5, the following nonreportable findings were; there was a leak on the bending section cover rubber glue due to a hole/cut, the bending section cover rubber glue had peeling, the image was blurry due to corrosion, the electrical continuity test had failed due to water invasion, had scratches between golden pin contacts, there was corrosion on the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.